Manufacturer narrative:
Concomitant medical product: model: 407658, lead; implanted: 21-aug-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned in for programming information regarding a patient's cardiac resynchronization therapy defibrillator (crt-d) system. The ahp indicated that there was "noise" on a stored episode and noise was reproduced during in-office testing. It was determined that the noise indicated displayed a consistency with external electromagnetic interference (emi) exposure which displayed on the device, right atrial (ra) lead and right ventricular (rv) lead. The patient stated they were "doing nothing" at the time of the recorded episode. Reprogramming was completed and the ahp indicated the patient was being sent to the electrophysiology (ep) department for a lead revision but is unclear which lead will be revised. The device and leads remain in use at this time. No patient complications have been reported as a result of this event.